Manufacturer narrative:
The reported event of capture anomalies was not confirmed. The device was received at near beginning of life (bol) with normal outputs and normal telemetry communication. Visual inspection of the device revealed the setscrew was missing from its connector port, and the septum was also found detached. A new setscrew was installed for further analysis. Electrical and mechanical tests performed including lead impedance, capture, and output verification did not identify any functional issues. The damage to the septum and the missing setscrew was consistent with having occurred during the procedure.

Event description:
New information received noted that the physician explanted the ICD.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that potential loss of ventricular capture was noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences reported.